Event description:
The customer reported the loss of a diagnostic live image. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb and the system interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.